Event description:
The manufacturer received information alleging a ventilator alarm related to internal battery failure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery needs to be replaced to address the issue. The device was returned unrepaired per customer request.